Manufacturer narrative:
(B)(4). Date sent: 5/24/2021. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the lower jaw interface shows the the iblade lower tip was missing. Image2: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. No damage can be observed. Image3: the image provided by the customer is that of an unknow yellow square. Image4: the image provided by the customer is that of a ethicon tyvek where the lot can be observed as u94p5l. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93w5k. Additional information was requested and the following was obtained: what part of the enseal is the fallen piece from? On one side of the jaw the golden part of blade broke of and this was not noted in initial check of handset which was changed as it has stopped cutting through tissue. Could it be any part of the jaw? It was half of the tip golden blade on visualisation about 3 mm length. Did the electrode ceramic separate or break off? No did the I blade get damaged or break off? Part of the blade tip. Is the jaw damaged but not broken off? Jaw not damaged. Is the top jaw loose but not detached? Not loose. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? No. Is any part of handle damaged or broken off? No. Is the shaft cover peeled off? No. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. No damage to the I blade was observed at any time during the testing. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. Therefore, we were unable to investigate further the tissue effect issues reported. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was not working correctly. Another like device was used to complete the procedure. As the surgeon was removing the specimen a very little particle was found on it. After closer inspection it has been discovered that it was a metal part of the laparoscopic energy device. The surgeon, scrub nurse and a runner have confirmed that it is the missing part of the enseal . The three of them said that the device is complete. The theatre co-ordinator has been informed. There were no patient consequences reported.